Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as an itchy, raw rash with drainage. The patient's doctor prescribed psoriasin cream. Initial follow indicated the skin irritation was showing some improvement. Additional follow up was attempted but unsuccessful.